Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03948 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an active cord were used during a procedure. According to the complainant, during the procedure, the console had intermittent power output issues. The bipolar connector was noted to be loose or damaged. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.